Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Product code was updated.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer had an intermittent issue with high potassium results from the cobas b 221 in the emergency department when compared to the result for a sample from the patient tested in the laboratory. The customer audited their potassium results and found 11 samples with a potassium result >7 mmol/l from the cobas b221 but a normal result from the laboratory. In most cases, the samples were separate collections at different time points. Two examples were provided where the samples were collected at the same time. Patient 1: the result from the cobas b221 at 10:22 was 8.57 mmol/l and the result from the laboratory was 4.4 mmol/l. The repeat result from the cobas b221 at 10:45 was 8.06 mmol/l and the repeat laboratory result was 4.3 mmol/l. Patient 2: on (B)(6) 2017, the result from the cobas b221 was 10.07 mmol/l and the result from the laboratory was 5.1 mmol/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The potassium lot number and expiration date were requested but were not provided. As the potassium results were high and the calcium results were normal for the patients, contamination by k-edta was suspected. As part of troubleshooting, proficiency samples were tested on the suspect and other blood gas analyzers at the site and no discrepancies were noted.